Event description:
It was reported that the abutment screw fractured, both fractured pieces have been returned.

Manufacturer narrative:
Upon visual inspection during of the investigation, the based on dimensional inspection the iuniht was not consistent with its drawing, but it was rather consistent with ilrght. The large abutment screw was fractured. Both parts of the screw returned. The complaint was confirmed. The lot number was not provided; therefore, a device history record review could not be completed. A definitive root cause has not been determined.